Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 malfunction alarm was noted and the device fan was not turning. The probable cause was a broken fan assembly. This report represents all the information known by the report upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. There were no adverse events, need for medical intervention, or reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. No additional information was provided.